Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-02245. It was reported that during the surgical procedure to address the s1 migrated lead (reference MFR report#1627487-2018-01991) it was noted that the lead was pulled out of the ipg header port. The physician was unable to place a port plug in the port that held the s1 lead. The physician explanted and replaced the drg ins. Therapy was restored post-procedure.